Event description:
It was reported the spring wire guide (swg) was inserted and the cathether was advanced over it without difficulty. Upon removal of the swg, resistance was met. As a result the swg broke and surgical intervention was necessary for removal. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.